Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
A customer reported that their pump battery would not charge. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to try different wall adapters and cables, but the issue persisted. Consequently, technical support decided to replace the pump, and the customer planned to continue using the current pump to ensure insulin delivery until the replacement arrives.